Manufacturer narrative:
Continuation of d10: 429888, lead implanted: (B)(6) 2025, w4tr01 crt-p, implanted: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that fifteen days post cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead implantation and approximately ten months and nineteen days post right ventricular (rv) lead and right atrial (ra) lead implantation, the devices were all explanted. Of note, all devices were replaced except for the lv lead. The reason for explantation was not provided. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had developed an infection. The crt-p system was explanted and six days later, replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.